Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a safety mechanism not activating is confirmed and was determined to be use related. One 20 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The safety mechanism of the device was observed to not be engaged. An attempt was made to activate the safety mechanism and the safety plate was able to slide down the entire length of the needle shaft, with some resistance. However, the spring mechanism within the safety plate did not activate. A microscopic observation revealed use residue throughout the needle shaft and safety mechanism. A reddish-brown residue was observed between the two springs within the safety mechanism and this residue appeared to be preventing the springs from moving. The residue observed within the safety mechanism of the returned safestep infusion set appears to be biological residue which had entered the safety mechanism and dried/solidified, thus preventing activation of the safety mechanism. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that when removing the huber needle from patient, the safety mechanism was failed to be activated.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascyss0288 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when removing the huber needle from patient, the safety mechanism was failed to be activated.